Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed with a manual injection. Customer reverted to an alternate method of insulin therapy.